Manufacturer narrative:
The device evaluation as noted in section b5, had cracks on connectors. The electrical contacts were discolored and pixel defects with damage cable . The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Review of device service repair history record for the past 12 months found no issues or abnormalities that are related to the reported phenomenon. Per instruction for use (IFU), it states, handling and general precautions (caution). Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. It may cause the camera cable to break. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor complaints about this device.

Event description:
It was observed during device evaluation the camera head was found with cracks on connectors. In addition, discoloration of electrical contacts, pixel defects and loosening of cable were observed. There was no patient involvement on this event.